Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began at 6pm on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿400, 500 and hi mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient does not take any medication(s) in order to manage their diabetes and did not make any changes to this as a result of the alleged product issue. The patient stated that immediately after the alleged product issue occurred they developed the symptom of ¿shaky¿, however, did not require any form of treatment as a result of this symptom. At the time of troubleshooting the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.